Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's pump "had been stopping" and the device was replaced on (B)(6)2019. The rep was in possession of the device and planned to return the pump for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that their pump malfunctioned and they should have had 18 months left. The patient was going through horrible withdrawal and the worst pain ever as they wait to be seen by the physician. The patient had found a physician in their network but could not be seen for a week. The patient had not eaten in 4 days and there was nothing anyone could do. The physician told the patient to go to the ER (emergency room to be admitted since they had high blood pressure but the patient couldn¿t rack up two large hospital bills. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving dilaudid (20 mg/ml, 6.591 mg/day) via an implantable pump for non- malignant pain and failed back surgery syndrome - other. The patient reported being upset because the "pump stopped before it should" and the patient's healthcare professional (hcp) was out of network and they didn¿t have money for the pump replacement. The patient stated that the pump "craped out on her a year too soon." The patient stated they thought it would last for 4.5-5 years. The patient started hearing the pump alarm on (B)(6) 2019. The patient went to have their pump filled on (B)(6) 2019 and the hcp stated there was a motor stall that occurred at 4:45am yesterday. The patient stated that she was in her bed at the time and was not near any electromagnetic interference (emi). The hcp tried to restart the pump four times and it did not restart. The hcp turned the pump down to minimum rate (0.127) so "if it happens to come back on, she doesn't overdose." The hcp stated the estimated life on the pump was 16 months left. The hcp was out of network, so the patient was looking for another hcp to replace it. The patient was directed to work with their hcp to manage their symptoms, but no symptoms were reported at this time.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.